Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no devices were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report pertains to three instances of the same product. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown shoulder humeral cup component; unknown shoulder humeral stem component; unknown shoulder glenosphere component; unknown shoulder metaglene component; unknown shoulder metaglene screw components (x4).

Event description:
Literature article reviewed entitled: "glenosphere disengagement: a potentially serious default in reverse shoulder surgery", by bart middernacht md, et al. The article describes a complication of the depuy delta iii reverse shoulder arthroplasty in which a patient's glenosphere component disassociates partially or completely from the underlying metaglene component. The scenario of complete disassociation also involves the fracture of the central glenosphere locking screw as well. The article identified 3 delta iii reverse shoulder patients who experienced complete disassociation, with central glenosphere screw fracture, requiring revision surgery. These patients experienced pronounced increases in pain, and reduction in shoulder range of motion. One of the three patients ended up refusing to go ahead with the recommended revision surgery due to financial considerations. The article also identified 8 patients who experienced partial disassociation of the glenosphere from the metaglene, but without implant fractures and not requiring revision surgeries at the time of the report. These patients experienced no changes in their perceived pain or range of motion scores, comparable to patients who had experienced no disassociation events. Of these 8 patients, two experienced disassociation separations of the glenosphere from the metaglene > 1 mm as measured on x-ray, while the other six experienced disassociation separations < 1 mm as measured on x-ray (see the following table for specifics). Patient 1 / disengagement > 1 mm, implant fracture of glenosphere screw / revised :14 months after primary / constant-murley score 61 . Patient 2 / disengagement > 1 mm, implant fracture of glenosphere screw / revised : 48 months after primary / constant-murley score 26 . Patient 3 / disengagement > 1 mm, implant fracture of glenosphere screw / refused to be revised : 12 months after primary / constant-murley score 52 . Patient 4 / progressive disengagement > 1 mm / unrevised / 72 months after primary / constant-murley score 59 . Patient 5 / disengagement > 1 mm with spontaneous reassembly / unrevised / 24 months after primary / constant-murley score 57 . Patient 10 / disengagement < 1 mm / unrevised / 12 months after primary / constant-murley score 64 . Patient 11 / disengagement < 1 mm / unrevised / 12 months after primary / constant-murley score 75 . Patient 12 / disengagement < 1 mm / unrevised / 12 months after primary / constant-murley score 57 . Patient 13 / disengagement < 1 mm / unrevised / 12 months after primary / constant-murley score 73 . Patient 14 / disengagement < 1 mm / unrevised / 12 months after primary / constant-murley score 53 . Patient 16 / disengagement < 1 mm / unrevised / 12 months after primary / constant-murley score 45 . (Other patients 6-9, & 15, were competitor shoulder system).